Event description:
It was reported per field service report: pump was on pt. Symptom - check for low level arterial pressure (ap) waveform and reading. Findings/action taken: could not duplicate. Checked all ap signals. Passed functional testing.

Manufacturer narrative:
(B)(4). Device will not be returned for eval.